Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the percutaneous radiolucent insertion handle (p/n 03.037.112 lot 9234818) was received showing no defects or deformities observed with the socket, distal alignment tab, and the entire instrument. Functional inspection: functional testing could not be completed as the mating nail was not received for evaluation. Dimensional inspection: dimensional inspection of the socket outer diameter, socket slot width, and alignment tab width were performed per specifications in drawing and using caliper ca215p. Feature & specification: socket diameter 13.45 mm f7 (-0.016 / -0.034 mm per iso 286-2, 2nd ed. 2010) measured dimension: 13.43 mm. Feature & specification: socket slot width 1.6 mm +/- 0.1 mm. Measured dimension: 1.70 mm and 1.68 mm. Feature & specification: alignment tab width 5 mm f8 (-0.010/ -0.028 mm per iso 286-2, 2nd ed. 2010) . Measured dimension: 4.98 mm. All dimensions are conforming. Document/specification review: drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is unconfirmed for the percutaneous radiolucent insertion handle (p/n 03.037.112 lot 9234818) as no defect or deformities were identified during the investigation that may have contributed to the complaint condition. No dimensional non-conformities were observed that may have caused any inability to mate/disassemble. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 03.037.112. Lot: 9234818. Manufacturing site: hägendorf. Release to warehouse date: 26.jan.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, after an unknown procedure, three (3) percutaneous radiolucent insertion handle for trochanteric femoral nailing advanced (tfna) were difficult to remove from an unknown nail at the end of the operation. It is unknown if there was surgical delay. No patient consequence. This is report 3 for 4 (B)(4).